Manufacturer narrative:
All of the buttons functioned properly however; the insulin pump was received with corroded keypad traces. No unresponsive buttons noted. No cycling numbers noted. No battery out limit alarm noted. All operating currents are within specifications. The insulin pump passed displacement test. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 95 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised they replaced the battery of the insulin pump and now battery out limit alarm is messaging. Customer refused to do troubleshooting for battery out limit alarm. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.